Event description:
A report was received in may 2005 from a dr, concerning a pt with a history of dermal fillers without untoward effects, who in apr 2005 received four syringes worth of injections of hylaform plus to their bilateral depressions around the cheeks. Approximately five weeks after the treatment, the pt presented with a 2.5 cm by 2.0 cm red, swollen, flaky, indurated, flat mass at one of the treatment sites, on the right hollow of the cheek. It was noted that no topical pre-treatment was given, only dental blocks. The dr instructed the pt to use warm compresses and take an over the counter oral anti-inflammatory if needed. At the time of this report, the pt's outcome was unk. Follow-up info was received in aug 2005 from the treating dr. The pt has a medical history significant for telangiectasia, and has used hylaform and restylane in the past without any untoward effects. The dr stated the onset of the mass and induration was may 2005. The pt spoke to the medical assistant in the treating dr's office about two weeks later and stated travelling where pt was treated with an intramuscular steroid injection and "other" steroid medicines (unspecified). As of same date, the pt had recovered. The treating dr assessed the events as possibly related to hylaform.